Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo." Last 5 tests in memory all were "lo." Performed back to back blood tests at the time of the call - 309mg/dl and 275mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory all were "lo'. Performed back to back blood test at the time of the call - 309mg/dl and 275 mg/dl. No adverse event reported.